Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when using the natural knee tibial cut block, the tibial alignment bar was fractured. The surgical technique was followed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated:complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial saw guide confirmed that the pin/ bar fractured off. The instrument shows signs of repeated use. DHR was reviewed and no discrepancies were found. It is considered that wear and tear are the root causes of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.